Event description:
Same case as MDR ID 2134265-2013-03231. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 90% stenosed target lesion was locoated in the severely calcified and moderately tortuous proximal end to mid left anterior descending artery. It was observed during the procedure that a popping sound was heard from the rota console then rotation speed was unable to increase. The physician then removed the 1.5m rotablator rotalink burr. It was noted that the 1.5mm rotalink burr tested fine outside the patient. However, regurgitation occurred in intravenous line of the burr, and it was observed that the burr was lodged at approximately 5cm short of the guiding catheter. The burr was successfully removed together with the rota wire as a unit. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified kinks along the body. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03231. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end to mid left anterior descending artery. It was observed during the procedure that a popping sound was heard from the rota console then rotation speed was unable to increase. The physician then removed the 1.5 mm rotablator rotalink burr. It was noted that the 1.5 mm rotalink burr tested fine outside the patient. However, regurgitation occurred in intravenous line of the burr, and it was observed that the burr was lodged at approximately 5 cm short of the guiding catheter. The burr was successfully removed together with the rota wire as a unit. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is stable.

Manufacturer narrative:
(B)(4).